Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality engineer for investigation. Through visual inspection of the photos, damage was observed on the syringe barrel. A leak between the stopper ribs was noted, the damage causing the stopper to become distorted against the barrel wall when moved across that point and resulting in the leakage that was reported. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. It is possible the damage occurred due to the syringe jamming in the manufacturing equipment. Without a lot code to review device history records, we are not able to properly identify where the damage originated therefore a definitive root cause cannot be determined.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This was discovered during use. The following information was provided by the initial reporter: when used in the isolator, the syringe leaked on both sides, use of another syringe the syringe was kept in the pharmacy but was in the chemotherapy isolator.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This was discovered during use. The following information was provided by the initial reporter: when used in the isolator, the syringe leaked on both sides, use of another syringe the syringe was kept in the pharmacy but was in the chemotherapy isolator.